Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the patient was unable to establish communication between the ipg and charger. The patient is without stimulation. A company representative met with the patient and confirmed the issue using other external devices. The spare programmer also reflected a communication error. Consequently, the patient may undergo surgical intervention at a future date to address the issue.